Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on additional information received on 28-aug-2018. It was reported that removal difficulties and shaft break occurred. The mildly stenosed target lesion was located in the severely tortuous left anterior descending artery. A 4.00 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, it was further reported that during removal of the device resistance were encountered and the shaft was separated outside the patient's body. The stent delivery system (sds); was returned for analysis. A visual and microscopic examination of the stent found damage to distal stent rows 3-14 with stent struts lifted. The undamaged crimped stent outer diameter was measured and is within specification. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and tactile examination of the device found a hypotube lasercut region break 329mm proximal to the distal edge of the device tip. The section of the device proximal to the break site including the manifold/strain relief and a portion of the midshaft and hypotube were not returned for analysis. Effective length is defined by the end of the strain relief to the distal tip of the catheter. Therefore, the break occurred at a site 111cm +/- 5 cm from the distal end of the strain relief. A broken off section of the hypotube lasercut region covered by a midshaft extrusion (1 mm in length) was returned separated from the distal section of the device. A visual and tactile examination of the shaft polymer extrusion found a midshaft extrusion break 319mm proximal to the distal edge of the device tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.